Event description:
On (B)(6) 2003, I had a prolapse repair surgery, and my surgeon used synovis veritas collagen serial # (B)(4) for the mesh component. One month later, I had rectal bleeding complications. On (B)(6) 2003, I underwent a bladder sling procedure, and the surgeon used gynecare tvt device (B)(4). Following these procedure, I experienced significant lower back pain, which took months to resolve. I still have some residual pain. I also have vaginal scarring and shortening, which has severely impacted my intimate relationship with my spouse. Attempts to correct the situation were not successful. I experience frequent uti's since having the surgery, and now having gone through menopause, the symptoms are even worse.